Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion and posterior spinal fusion at t3-s2. 5 months post op a revision surgery was performed (no details provided). Approximately 4 years post op it was found that the rod was broken on one side. 3 years later, it was found that the rod on the other side was broken. It was reported that t10/11 had not fused. The patient underwent a revision surgery 9 years post op to replace both rods and treat recurrent lumbar canal stenosis. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.